Manufacturer narrative:
From 2001 to 2005, the pt underwent several nos sessions of poly-l-lactic acid. In (B)(6) 2012, she received one injection of poly-l-lactic acid (lot/batch number: (B)(4)). Another injection had been performed with lot/batch number: (B)(4).

Event description:
This serious unsolicited device case from (B)(6) was received on (B)(6) 2012, from a female pt of unk age who experienced a severe induration on injection site and an injection site scar after injections of poly-l-lactic acid (newfill) for an unk indication. On (B)(6) 2012, the results of the quality assurance investigation had been received. All the info had been processed together. Seriousness criteria: prolonged duration of incident and impairment of body structure (scar). No relevant medical history, past drugs, concomitant medications were reported. From 2001 to 2005, the pt underwent several nos sessions of infections of poly-l-lactic acid (newfill) in chin, nasogenal fold and right cheek (on this last area injection only in 2005). No info concerning the indication, the number of sessions, the batches and the technique used were reported. The pt reported that despite an efficacy which was not always sufficient, the results were at each time visible. Poly-l-lactic acid (newfill) had been used until 2005 and the effect lasted 5 to 10 years. In 2005, 3 months after the last injections, a severe induration area appeared in the nasogenal fold which appearance was enhanced by the occurrence a prominent wrinkle. Then, on a not reported date and after a not reported timeframe, a scar appeared. It was not annoying but never disappeared. It persisted at the date of the contact. Injections of poly-l-lactic acid (newfill) had been withdrawn for 7 years. Seven months before this contact, i.e. In (B)(6) 2012, the pt received, for an unspecified indication, one injection of poly-l-lactic acid (newfill) batch a1044 in the chin (1/3 of vial dissolved 24 hrs before). No info concerning the technique used was reported. For the first time, as recommended in the leaflet of the product, she practiced local massages: 5 massages/5 mn per day during 5 days. No efficacy had been observed. Then, 2 months before the date of this contact, i.e. In (B)(6) 2012, another injection had been performed (batch (B)(4)). The lyophilisate had been reconstituted 24 hours before the injection. The message had been less intense. No efficacy had been observed. A product technical complaint (ptc) was initiated with global ptc numbers (B)(4) for the incident occurred in 2005 after the injections of batches of unk batch numbers, (B)(4) for the batch (B)(4) for the batch (B)(4) and the results was 'no investigation possible". Results of the investigation performed for the ptc (B)(4): an investigation has been performed and the results are discussed here as follows: the poly-l-lactic acid (new fill) batches manufactured by anagni are marketed in france since 2005. No lot of new fill was released for the (B)(6) market by anagni before 2005. As no batch number was communicated, the documentation relevant to all the poly-l-lactic acid (sculptra) batches (semi-finished product) packaged in 2005 as new fill code (B)(4) (finished product for both the (B)(6) markets) was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible" and "no investigation possible." Results of the investigation performed for the ptc (B)(4): an investigation has been performed and the results are discussed here as follows: poly-l-lactic acid (sculptra) batch (B)(4) (semi-finished product) was manufactured on (B)(6) 2011; part of this lot was packaged for france as poly-l-lactic acid (new fill) lot a1044 code (B)(4) (finished product). The semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the quality of the product has been picked out. The analysis certificates at the release step have been re-controlled and all the results complied with specifications. The investigation did not point out anomalies related to the quality of the product released for the market. Nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible" and "no investigation possible." Results of the investigation performed for the ptc (B)(4): an investigation has been performed and the results are discussed here as follows: poly-l-lactic acid (sculptra) (B)(4) (semi-finished product) was manufactured on 12/15/2011; part of this lot was packaged for france as poly-l-lactic acid (new fill) lot a1048 code (B)(4) (finished product). The semi-finished and finished (packaging documentations have been re-checked and no anomaly that can be related to the quality of the product has been picked out. The analysis certificates at the release step have been re-controlled and all the results complied with specifications. The investigation did not point out anomalies related to the quality of the product released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible" and "no investigation possible". Pharmacovigilance comment: company comment: even though a causal role poly-l-lactic acid (newfill) in the occurrence of the reported clinical events can not be excluded, this case globally lacks of info and among them a medical confirmation for a proper assessment.